Event description:
It was reported that catheter brake/separation occurred with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that 4 packages of this insyte were opened before one was opened without breaking apart right away. The insyte was removed from the paper packaging ok, but when removing the cap over the needle/cannula, the entire cannula broke off leaving only an exposed needle. In addition to this problem, these new insytes are difficult to use as the cannula hub slips off the needle very easily making it difficult to insert, and then is also difficult to slide the cannula off the needle once inserted. The cannula seems to "stick" to the baby's skin and not slide off the needle properly. (Patient/baby 01-may girl 3.5kg) "concern description: while trying to start an IV on a new admission baby, 4 packages of this insyte were opened before one was opened without breaking apart right away. The insyte was removed from the paper packaging ok, but when removing the cap over the needle/canula, the entire canula broke off leaving only an exposed needle, rendering the insyte unusable. In addition to this problem, these new insytes are difficult to use as the canula hub slips off the needle very easily making it difficult to insert, and then is also difficult to slide the canula off the needle once inserted. The canula seems to "stick" to the baby's skin and not slide off the needle properly, and this has also led to multiple unsuccessful IV start attempts on babies. Shielded IV catheter 24 ga x 0.56 in (0.7 x 14 mm) the packaging now has a dark yellow stripe whereas the older insytes had a bright yellow stripe." Unable to secure IV access, so antibiotics given im instead of IV.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter brake/separation occurred with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that 4 packages of this insyte were opened before one was opened without breaking apart right away. The insyte was removed from the paper packaging ok, but when removing the cap over the needle/cannula, the entire cannula broke off leaving only an exposed needle. In addition to this problem, these new insytes are difficult to use as the cannula hub slips off the needle very easily making it difficult to insert, and then is also difficult to slide the cannula off the needle once inserted. The cannula seems to "stick" to the baby's skin and not slide off the needle properly. (Patient/baby 01-may girl 3.5kg) "concern description: while trying to start an IV on a new admission baby, 4 packages of this insyte were opened before one was opened without breaking apart right away. The insyte was removed from the paper packaging ok, but when removing the cap over the needle/canula, the entire canula broke off leaving only an exposed needle, rendering the insyte unusable. In addition to this problem, these new insytes are difficult to use as the canula hub slips off the needle very easily making it difficult to insert, and then is also difficult to slide the canula off the needle once inserted. The canula seems to "stick" to the baby's skin and not slide off the needle properly, and this has also led to multiple unsuccessful IV start attempts on babies. Shielded IV catheter 24 ga x 0.56 in (0.7 x 14 mm) the packaging now has a dark yellow stripe whereas the older insytes had a bright yellow stripe." Unable to secure IV access, so antibiotics given im instead of IV.